Event description:
After undergoing total abdominal hysterectomy and debulking of ovarian cancer, a subcutaneous IV port-a-cath was placed in the right subclavian vein. Before pt could be awakened, there was sudden drop in pt's oxygen levels, increase in co2. Cxr=no pneumothorax, but a widened mediastium. Pt's required chest compressions for 45 minutes, then started to perfuse adequately. Cardiac motion reviewed via ultrasound showing some possible pericardial fluid. A pericaridal window showed very little fluid. Right chest cavity explored. Some pleural fluid with some blood found, no frank bleeding. CT placed. (Gyn also re-explored the abdomen). Life support was withdrawn in 7/2002 and pt expired later in 2002.